Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device under 20x magnification which confirmed that the lock had been applied while the unit was running. It was determined that the pawls came into contact with the motor tube which deformed them and caused the locking mechanism to stop working. It was further determined that the cause of the damage was failure to follow the directions for use (dfu) and running the device in the safe or load position. The assignable root cause was determined to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had a broken locking mechanism. During in-house engineering evaluation it was found that the lock had been applied while the unit was running, causing unintended motion. The event was not reported to have occurred during a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.